Event description:
It was reported to boston scientific corporation in late 2008 that a one step button device was used in a procedure the same day. According to the complaint, during preparation, it was noticed that the one step device package was not sealed properly. The procedure was completed with another one step device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacturer and expiration dates are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.